Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the circuit breaker open and faulty power supply. The se replaced the power supply.

Event description:
It was reported that during set up an 840 ventilator was found inoperative. Patient involvement is unknown.

Manufacturer narrative:
(B)(4).